Manufacturer narrative:
Device passed displacement test and self test. Pump error 63 alarm confirmed in the device history due to broken trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump received hardware low level failure error. Customer¿s blood glucose level was unknown. Customer reported that they failed during self test. Customer reported that they received second hardware low-level failure. Customer was advised to discontinue the use to insulin pump and revert to back up plan. The insulin pump will be returned for analysis.